Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the alarm sound being muffled was not confirmed. The hm3 system controller, serial (B)(4), was not returned for analysis. Per provided information, the controller was exchanged due to the alarm sound being muffled. There were no additional images or documents regarding the event. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a pocket controller exchanged due to an issue with the speakers. The alarm sounds were muffled.

Manufacturer narrative:
Section a4: patient weight requested but not provided. Manufacturer's investigation conclusion: the reported event of the alarm sound being muffled was confirmed. The returned hm3 system controller, serial hsc-101149, was functionally tested and passed all steps without any issue. The controller operated on a mock circulatory loop for an extended period of time without producing any alarms. The controller's speakers were individually tested with a sound meter and was within the limit of design specification. However, one of the speaker appears to be slightly muffled in comparison to the other speaker and was observed to have debris around it. The speaker was cleaned and was remeasured again to have a higher decibel. A root cause of the reported event was determined to be debris around the speaker. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.